Event description:
The patient was being treated for an ica occlusion. The physician proceeded to advance a 054 reperfusion catheter using the coaxial technique with a 032 reperfusion catheter. During advancement, a carotid angiogram demonstrated what the physician termed a minor, non-significant, non-flow limiting vasospasm in the ica. The vasospasm resolved on its own without intervention. The event was deemed to be mild in severity, definitely related to the penumbra system, and definitely related to the angiographic procedure. Although the vasospasm did not result in patient injury, the patient did not fare well due to stroke progression. This patient also experienced edema requiring a hemicraniectomy. At 90 day follow up,the patient had a mrs score of 5. This MDR is associated with MDR 3005168196-2010-00609.

Manufacturer narrative:
Conclusion: vasospasm is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.